Event description:
It was reported that an alert for a high capture threshold was noted on the left ventricular (lv) lead. The patient was brought into the clinic and no capture was observed on the lv lead. A chest x-ray revealed lv lead dislodgement. No intervention was performed at this time. There were no adverse health consequences, the patient was stable.

Event description:
New information indicated that the left ventricular (lv) lead was explanted and discarded. The patient was stable before, during, and post-procedure.